Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.1: initial reporter phone # (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd preset¿ eclipse¿ that the blood comes out of the syringe once the sample is taken. No impact reported.

Event description:
It was reported that while using the bd preset¿ eclipse¿ that the blood comes out of the syringe once the sample is taken. No impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 21-may-2024. H.6 investigation summary material #: 364391. Lot/batch #: 3193981. Bd received 2 samples for investigation. The samples along with 10 retention samples from bd inventory were evaluated by visual examination and functional draw testing and the indicated failure mode for leakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.